Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the circumstances that led to the return of symptoms on the 3rd was that the device was turned off for surgery. It was stated that to resolve the issue, it was turned on (B)(6)2019, which conflicts with the previous report that the stimulation was already on (B)(6) 2019. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was not sure how to use the patient programmer to adjust settings. The patient reported they were having a return of symptoms/not getting relief and they wanted to increase stimulation. They reported there were no falls or trauma related to the issue. Patient reported they were implanted about 6 months prior, but did not have the serial number. The patient was assisted with syncing their patient programmer, it was confirmed stimulation was on program 1 at 1.4v. The patient increased stimulation to 1.6v. It was reported that the return of symptoms occurred on (B)(6) 2019. No further complications were reported or anticipated.